Event description:
During a laparotomy procedure, after the introduction of the sensing tip trocar throught the abdominal wall, the surgeon experienced some difficulties in taking the obturator out of the cannula. After the removal of the trocar, the surgeon noticed that the sharp pyramidal tip of the instrument was detached. The tip was found in the abdominal cavity after the laparotomy procedure was completed. The patient suffered no known complications.